Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) pace/sense lead. As a result, inappropriate non-sustained ventricular tachycardia episodes were stored within the device, thus leading to one inappropriate anti-tachycardia pacing (atp) delivery. Lead impedance measurements are stable and within normal limits. The rv shock channel is not mimicking the reported pace/sense observations; it's a clean electrogram. Technical services was consulted for troubleshooting options. Additional information was reported that this device delivered an inappropriate shock without therapy exhaustion. Subsequently, the crt-d and rv lead were explanted and replaced due to the reported observations. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise and oversensing leading to inappropriate non-sustained ventricular tachycardia (vt) episodes and inapprorpitae anti-tachycardia pacing (atp) delivery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) pace/sense lead. As a result, inappropriate non-sustained ventricular tachycardia episodes were stored within the device, thus leading to one inappropriate anti-tachycardia pacing (atp) delivery. Lead impedance measurements are stable and within normal limits. The rv shock channel is not mimicking the reported pace/sense observations; it's a clean electrogram. Technical services was consulted for troubleshooting options. Additional information was reported that this device delivered an inappropriate shock without therapy exhaustion. Subsequently, the crt-d and rv lead were explanted and replaced due to the reported observations. No additional adverse patient effects were reported.